Manufacturer narrative:
Cusa excel + ultrasonic tissue albation system (cusaexcel2p) was returned for evaluation. Device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - this reported issue was escalated to a complaint due to broken IV pole. The IV pole was replaced, preventative maintenance (pm) and calibration were performed. Subsequently, the console passed all service and repair testing. Root cause confirmed. Component broken on device in field. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the water pump or cooling mechanism on the cusa excel ultrasonic tissue ablation system (cusaexcel2p) was not working. Troubleshooting measures was done for nearly 2 hours, and it was determined to be an issue with the water pump/cooling mechanism and was not fixable in the field. The case was cancelled due to the failure of the unit. There was no patient injury reported.